Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, multiple inappropriate auto mode switch (ams) due to atrial lead noise was observed. Programming changes was made previously, and no plan were made for the atrial lead noise. The patient was stable.